Manufacturer narrative:
Received one used list #011-d1000, tego¿ connector; lot #14515419. The seal was observed to be torn. The reported complaint of a torn seal could be confirmed. The returned sample was observed to have a torn seal. The probable cause is from uneven adhesive application during the manufacturing assembly process. An ongoing CAPA is in process. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Additional contact information: (B)(6).

Event description:
The customer reported that there was no return on a dialysis catheter equipped with a dialysis catheter valve when using the tego connector. The device was replaced. After visual inspection of the removed tego, it was found to be damaged at the insertion point (the plastic of the tip was protruding). There was no report of any human harm.